Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05100. It was reported that the patient experienced a fall, and since then the system started auto reducing. X rays revealed that both the leads were fractured. As a result, surgical intervention was undertaken where in both leads were explanted and replaced, restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined